Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 10mm amplatzer septal occluder was selected for implant on 17 november 2023 using a 7f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device was removed from the patient prior to release from the delivery system. There were no interaction with cardiac structures nor were there any angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the procedure. The patient status is noted as stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, two photos were received from the field appearing to show the devices presenting deformation. The field indicated that an 7f (larger than recommended) delivery system was used during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been as a result of the use of a larger than recommended delivery system as the use of a larger sheath may influence deformations. Please note that the recommended size delivery system per the instructions for use is a 6f.